Manufacturer narrative:
(B)(4). Date sent: 10/31/2016. Batch # n55d42. The analysis results that one pse60a device was returned with no visual non-conformances and with three ecr60d cartridges reloads present. The cartridges reloads were received fully fired. The cartridge was received partially fired ½, with the cartridge body and one piece sled damaged and with the cartridge pan detached from the cartridge. In addition a cartridge pan was found lodged inside the channel. The damage to the cartridge is consistent with an improper or incomplete loading/seating of the cartridge. Prior to loading, ensure the instrument is in the open position. Examine the reload for the presence of a staple retaining cap. If the retaining cap is not in place, discard the reload. Insert the new reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. For further loading instructions please refer to the 60mm IFU. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lar, the firing was stopped on the way and the cartridge could not be removed from the jaw. Another device was used to complete the case. There were no adverse consequences to the patient. When the device was checked after the operation, it was found that the cartridge pan was remained into the jaw.